Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was going through the load fill tubing process and could not see insulin exit the infusion set tubing. The customer replaced the infusion set and still could not see insulin exit the tubing. Customer then disconnected the infusion set tubing and could not see insulin exit the cartridge patient line. Customer changed cartridge and was able to resume insulin delivery. There was no impact to customer's blood glucose level.